Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the unspecified bd¿ eclipse needle there was an issue with leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: since complaint is not possible to confirm because no sample has been provided. Photos were returned. Pictures are not clear enough to evaluate the incompatibility issues reported by the customer. Related to bent cannula, provided pictures show microlance 3 needles not eclipse needles. The lot number is unknown making it impossible to review the device history records. It was determined that no corrective actions are required at this time.

Event description:
It was reported with the use of the unspecified bd¿ eclipse needle there was an issue with leakage. There was no report of injury or medical intervention.